Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to t-wave oversensing. Troubleshooting was performed in clinic and oversensing was unable to be recreated. The vector was reprogrammed at that time. Additional information was received indicating the patient received an additional inappropriate shock. The s-ICD system was explanted and a transvenous system was successfully implanted. No additional adverse patient effects were reported. The product was returned for analysis.